Manufacturer narrative:
(B)(4). The device sample was returned for evaluation but the investigation is incomplete at the time of this report. The device history record review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections shows one non-conformance that has no impact on the quality issue reported. Non-conforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification.

Event description:
The customer alleges that the aquapak is faulty. The seal faulty and screw mechanism stripped and bottle over inflating.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was damage on the thread of the adaptor. Based on the visual exam, the reported complaint was confirmed. All personnel from the molding area related to this process were notified, and a CAPA was opened to address the issue with the adaptors.

Event description:
The customer alleges that the aquapak is faulty. The seal faulty and screw mechanism stripped and bottle over inflating.